Event description:
The customer reported that during the procedure, just after the beginning, the plasma tube of the collection chamber of the channel came out of the chamber itself. The customer said that this caused a big blood leak into the centrifuge chamber. Patient information is unavailable at this time. This disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Caridianbct internal reference: (B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). Investigation evaluation and corrective actions are in process. A f/u report will be provided.

Event description:
No add'l medical intervention was required for this event.